Manufacturer narrative:
The actual device, photos, or sterile devices from the same finished good lot were not returned for review. A review of the device history records could not be reviewed (unknown lot) to confirm if there were quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection process. No additional details could be obtained regarding the exact lot number involved, pre-operative preparation of the device, procedure performed, patient's health history or details regarding the quality of the eye, cornea/tissue, the surgeon's experience or technique or the patient's current status or post-operative treatment. Without this information and/or review and testing of the actual device, photos or sterile devices from the same finished good lot (unknown), a definitive root cause cannot be confirmed at this time.

Event description:
The end user reported that due to a dull blade, an uneven cut resulted during a cataract surgery; uneven cut of the cornea.